Event description:
It was reported that the left ventricular (lv) lead signal of this cardiac resynchronization therapy defibrillator (crt-d) system did not correlate with the complex on the right ventricular (rv) lead channel. Technical services (ts) analyzed the presenting electrogram (egm) and noted that this was most likely due to t-wave oversensing. Reprogramming was recommended. It was noted that in-clinic evaluation of patient was normal. No adverse patient effects were reported. Currently, this crt-d system remains in service.